Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, "endo stockout" report frequently failed to display medications needed in the room, resulting in unexpected stockouts of medications such as propofol and versed the following day. Although rebooting the machine appeared to temporarily resolve the issue, the problem continued to recur. Additionally, the customer reported that on multiple occasions, when a sedation nurse selected a single medication kit, the drawer opened multiple pockets containing the same medication (e.g., four versed pockets) instead of opening only the requested pocket. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1 failed. A field service engineer (fse) replaced the mini controller board on drawer 1 to resolve the issue and tested in test mode. The system functioned as intended after the field service engineer repaired the device.